Event description:
The customer reported that apparently the physician deployed the vasoseal and was unaware that the sheath had separated from the hub. The pt was in the recovery area and the physician was instructed to remove the sheath using hemostats. The sheath was retrieved by the surgeon at bedside. The physician did not measure prior to deployment. The pt went home that afternoon with no further complications.